Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch when customer wears it against the skin. No temperature alarms occurred. The customer's blood glucose level was 141 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.